Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "stapler sutures chest skin, in usee staple burst out/pop out (all staples were fired); change new batch number, the new batch was still jamming." It was also reported that there are no details about the patient situation. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Associated MDR# 3003898360-2024-00399.

Manufacturer narrative:
Qn# (B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "stapler sutures chest skin, in usee staple burst out/pop out (all staples were fired); change new batch number, the new batch was still jamming." It was also reported that there are no details about the patient situation. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See asociated MDR# 3003898360-2024-00399.